Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The down arrow and ok keypad buttons reportedly required multiple button presses before responding. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 08/16/2013 device evaluation:the pump has been returned and evaluated by product analysis on 07/19/2013 with the following findings:the keypad was found to be intact. The keypad buttons were found to be intermittently responsive. The keypad cover was removed and contamination was found under the key contacts. Unrelated to the complaint, a crack was noted extending from the threads to the case seal, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. Also unrelated to the complaint, a review of the black box history revealed that the time and date reset to factory settings after power on resets on 05/08/2013. Unrelated to the complaint, the display screen was found to be discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).